Event description:
A customer from (B)(6) reported to biomérieux a misidentification of an external quality control sample capnocytophaga canimorsus, as sphingomonas paucimobilis in association with the vitek® 2 gn test kit. The customer reported the isolate was from a bacterial suspension inoculated on columbia sheep blood agar and incubated in co2 atmosphere at 35±2°c, for 18-24 hours. The inoculum for vitek® testing was 0.53 mcfarland. The identification on vitek® 2 gn was sphingomonas paucimobilis (85%) and the external quality laboratory report confirmed that correct result should be capnocytophaga canimorsus atcc® 35979 in concentration >10^3. The customer did not repeat testing on vitek® 2 gn. Biomerieux advised the customer to perform repeat testing. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated due to a misidentification of an external control strain from lab quality, capnocytophaga canimorsus atcc 33979, as sphingomonas paucimobilis on vitek®2 v7.01 gn card. The intended identification to capnocytophaga canimorsus was confirmed on vitek® ms v3 (knowledge base v3.0). On vitek®2 (v7.01) gn cards, one (1) card of the customer's lot (cl: 241397840) and one (1) card of a random lot (rl: 241398620) were tested. The results of these tests resulted in low discrimination between sphingomonas paucimobilis, chryseobacterium indologenes, brevundimonas diminuta / vesicularis on both lots tested. The intended species "capnocytophaga canimorsus" is not included in vitek® 2 gn card knowledge base. There is a product limitation concerning the species not included in the kb. Testing of unclaimed species may result in an unidentified result or a misidentification. Gn card performed as intended and no further action is required. Note: capnocytophaga is a claimed species in the nh card knowledge base. The wrong identification card (gn) was used in error.